Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient admitted accidentally disconnecting both power sources from the controller approximately five times. The patient did not see anything on the controller screen. 43 power disconnects were noted over the past several months. The controller was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that one of the patient's batteries was returned to the manufacturer because it had a defective indicator light. The battery subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
Product event summary: the controller and battery were returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery was received inoperable. Internal inspection found a missing clock signal from the main integrated chip. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. As a result, the reported defect light could not be confirmed. However, it's likely the patient perceived the inoperable battery as the battery having a defective gas gauge light. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 2. An internal visual inspection did not reveal fluid ingress. The hairline crack is not related to the reported event. An internal investigation has been opened to evaluate the hairline cracks and implement corrective actions as required. Based on an investigation conducted, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed a controller power up event on january 5, 2018 at 04:53:49; the controller was without power for 13 seconds. Controller data log files covering january 5, 2018 was not available. In addition, multiple controller power up events were recorded from january 6, 2018 to april 12, 2018. Several momentary disconnections were recorded leading up to some of the losses of power. Analysis of the available data log files also revealed several momentary disconnections involving bat584707. This is an additional observation not related to the reported event. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Analysis of the alarm log file revealed one power disconnect alarm was logged on january 19, 2018, at 02:16:26 . Prior to the power disconnect alarm, a controller power up event was recorded at 02:16:01, with an associated motor start event at 02:16:05. The event log recorded a high power consumption during motor start, which required more current from the battery. The battery was most likely physically disconnected by the patient shortly after, causing the controller to log this event as a power disconnect alarm. As a result, the reported events were confirmed. The most likely root cause of the reported battery malfunction can be attributed to a faulty integrated circuit that controls the battery. The most likely root cause of the power disconnect alarm can be attributed to a physical disconnection of a power source. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate events involving controller losing power and implement corrective actions as required. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / bat584707 / model #: 1650 / catalog #: 1650 / expiration date: 2018-08-31 UDI #: 00888707000369 d10: yes, return date: 2018-04-23 h3: yes h4: mfg date: 2017-04-23 h5: no h6: device code(s): c63030 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 120, 3213 h6: FDA conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report contains an update to the product event summary to reference the formal investigation associated with the reported failure and associated z-number. The previously reported failure and investigation findings remain unchanged. Manufacturer name and contact details updated. Product event summary: an internal investigation evaluated battery main integrated circuit malfunctions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.